Event description:
Infusion pump involved in alleged overinfusion incident. Staff report that the pump was set to 1 ml/hr with 24 mls in syringe, 20 mls was then delivered in half an hour. Drug used=morphine. Drug concentration=25mg morphine in 25mls saline. Syringe =50/60ml "bd plastik-luer lok." No other equipment being used. Not known if any other medication being used at the same time. No reaction at all by pt-continued to be monitored overnight.